Event description:
It was reported that there were high impedances, greater than 4,000, at implantation procedure for an implantable neurostimulator. The reporter stated that the neurostimulator was in the pocket and the only normal reading was for the case and electrode 0. Reinsertion was tried multiple times and the lead was wiped down. Programming got no motor responses. Additional troubleshooting was performed with no response. It was noted that the doctor used a 'bovie' around the pocket area, but they believed the lead was protected. It was believed that 'bovie' referred to an electrosurgery instrument. The reporter stated that the clinician had irrigated the neurostimulator. They believed there was no damage to the lead. When the first device was screwed onto the lead, they only heard one click, instead of the 3-4 clicks like they typically hear when tightening the set screw. The reporter stated that when they went to put the neurostimulator in the patient they felt like the lead was loose and could be pulled out. A new neurostimulator was obtained that was able to be screwed onto the lead. Replacing the device resolved the problem. Two days later, it was reported that when the new neurostimulator was tried, it was the lead that was 'defective.' The patient was being scheduled for a complete lead revision. The reporter stated that the patient was doing fine. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 3889-28, lot# va00n2q, product type lead. (B)(4).